Event description:
It was reported that the replacement display board was defective. There was no patient involvement.

Manufacturer narrative:
The reported issue of a defective replacement board was confirmed. Physical inspection was performed and no damage, corrosion, or cold solder was observed. The returned display board was tested using a lvp mockup test fixture attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned lvp display board assembly with dim segments. The root cause of the customer's report was a manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the replacement display board was defective. There was no patient involvement.